Event description:
Patient reported "needle aspiration done with 16 cc of drainage. This tested negative for lymphoma". Treatment: complete capsulectomy and implant removal.

Manufacturer narrative:
Continued h.6 health effect-impact code: f2203 imaging required.

Event description:
The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade IV and "fluid". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side capsular contracture, baker grade IV, and "16cc of fluid aspirated". Device remains implanted.